Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. The instrument had a damage. The instrument did not collide with any other instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Adding the field action number.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the monopolar curved scissors instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.